Manufacturer narrative:
It was reported that the ventilator alarmed for battery communication error, and several power error alarms. All the reported errors indicates to a power issue. Our field service engineer investigated the ventilator, it was not possible to reproduce the reported issue. No further information has been provided. No parts were replaced or returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturers ref#: (B)(4).

Event description:
It was reported that the ventilator generated battery communication error and power related errors. There was no patient harm. Manufacturer ref.#: (B)(4).